Event description:
A customer reported receiving error display messages on her blood glucose meter. The customer reportedly experienced weakness and lost consciousness due to being unable to test with her meter. No third-party medical intervention was required. Additionally, the customer reported taking her regular diabetes and non-diabetes related medications and also eating peppermint. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned. The customer was reportedly attempting to use expired test strips with her meter. Adc customer service educated the customer to discard the expired product.